Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing; the reported event was not replicated or confirmed. The electrodes used during the reported event had been discarded and were unavailable for evaluation. The archived patient event records were reviewed; the device did not create a patient record for the reported event. Device operating software was updated to the latest version and the device was returned to service.

Event description:
Crews responded to a cardiac arrest call, patient had not been seen since the night before. The patient was still warm and rigor had not yet set in. Defibrillation electrodes were attached to the patient, the device indicated connect electrodes and use of the device was inhibited. Als crews arrived on scene and the patient was transferred to their care. The patient was not resuscitated. The reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based in an assessment of the patient's viability.